Event description:
The device was removed due to "failure". As reported to co, the entire device was removed and not replaced. 3/31/97- upon receipt of the physician/surgeon's operative report, he stated, "gross findings: all of the parts were removed because of positive cultures found on gram's stain. The reservoir had to be taken out through a separate incision and the total device was its pump, 2 cylinders, silastic tubing, and rear-tip extenders was removed in total. Intravenous antimicrobials were taken at time of surgery. 2 grams of ampicillin and 80 grams of gentamicin intravenously. The penile cylinder on the right side had eroded out through the glans penis. The contralateral cylinder was exposed in that it had a common eptum to the previous one and therefore, the entire prosthesis was contaminated and removed."